Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter stated the battery compartment was cracked, the yellow o-ring of the battery cap is visible when the cap is on the pump, the battery cap will not secure properly to the pump and the pump has continual start-up "chirping" sounds and will not power up fully. The reporter denied damage to the battery cap and stated the battery cap has never been replaced on this pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jan-2019 with the following findings: during investigation, the pump was returned with cracked battery compartment at left side of grip from threads to case seal. The battery cap is also stripped and is unable to secure to power on the pump. A test battery cap is able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. The display is dim and faded with red hue. Bolus button cover is torn button responds to user inputs.